Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgery for an scs ipg replacement.

Event description:
It was reported that the patient stopped recharging their ipg per manufacturer's recommended guidance. As a result, the device became inoperable. Surgical intervention may be pending to address the issue.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.